Event description:
Vns patient underwent revision surgery due to device protrusion. One of the tie-downs used to anchor the lead was protruding in the patient's neck area, but had not broken through the skin. During the revision surgery, the protruding tie-down was moved deeper inside the pocket area. Device diagnostic testing following revision surgery was within normal limits, indicating proper device function. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. Investigation to date has been unable to determine the cause of the reported protrusion.